Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. Impedance check revealed high impedances on the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.